Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera had red status and both surgeon and staff monitors were black. The representative sent to the site to test the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while loading the spine tools, it loaded fine, but was unable to power down the system successfully. The system would hang up at the black screen. The representative then powered the system down with the power button and when it was turned back on, the screen was still black. Further troubleshooting from the representative stated that bypassing the video splitter returned video to the surgeon cart monitor, but not the staff cart monitor. The computer also could not see the polaris spectra system control unit (scu) or camera in the ndi toolbox, and the application listed the camera as "not connect" although the scu had all indicator lights on. The representative narrowed down the issue to several ports failing on the multi-out power supply, cutting off power to the I/o hub, video splitter, and staff cart monitor. It was later noted that after replacing the multi-out on the system, both monitor and the camera issues were resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power supply unit was faulty. Once the component was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned power supply resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that when connecting the power supply to ac, the fan did not turn on. The 28 vdc output measured 25.04 volts, which is within normal range. However; the 9 vac, 5v, 9v and 12 vdc outputs did not measure any voltage. If information is provided in the future, a supplemental report will be issued.